Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393937) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results on coaguchek inrange meter serial number (B)(4). The reporter's wife is the user of the meter, however, the customer's husband tested himself on the meter and obtained discrepant results. The customer's husband is not on warfarin. The results from the meter were 4.8 inr and 1.8 inr. The time-frame between the tests is unknown as well as the user's testing technique. There was no allegation that an adverse event occurred.